Event description:
Implantable cardioverter defibrillator (ICD) exhibited and elective replacement indicator (eri) after 45.1 months of service. The physician elected to explant this device, and has returned it to guidant to be analyzed for premature battery depletion. A similar guidant device was implanted without complication.